Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to the inability to close the clip during preparation. If this were to occur in the anatomy, there's potential of injury. It was reported that during clip delivery system (cds) preparation, the clip arm was unable to close during initial actuation. Multiple attempts were made to close the clip unsuccessfully. The device was not used in a procedure and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the inability closing the clip during preparation could not be identified. It is possible that handling of the device during preparation resulting in additional stress on the internal actuator assembly, preventing the clip from closing; however, based on the information reviewed and without the device to analyze, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.